Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed unspecified dynamic changes on the EKG [electrocardiogram]. The target nodule was 3.1 centimeters and on the left lower lobe. It is unknown if the surgeon believes an ion product caused or contributed to the reported complication. It is also unknown if the patient required unplanned medical intervention as a result of the complication. The ion endoluminal lung biopsy procedure was reportedly completed. However, the patient¿s status is unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2022, per an isi failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed dynamic changes on the EKG. It is unknown what medical intervention, if any, was rendered due to the complication. In addition, the cause of the complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.